Event description:
Customer reported that their technician stated there is poor image quality, loose seal between chip and lens causing bubble to appear on the image. Sent in for repair. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: the incident occurred because the watertightness of the parts was compromised due to external loads.

Manufacturer narrative:
Correction informationg4:. Premarket identification PMA/510(k)g6: follow up #2h2:if follow-up, what type?

Manufacturer narrative:
Correction information: g2:report source (I checked "foreign" by mistake, so I will correct it.).